Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device was returned for under infusion. The problem was verified and repaired. Device passed all functional and delivery test.

Event description:
It was reported that the device was under infusing. No patient harm was reported.